Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller indicated that they were in a case attempting to replace the ins. When the leads were connected to the new ins, the 0-7 electrodes showed good impedance indicators and the 8-15 electrodes showed all red indicators. The caller indicated that before the case they were not able to interrogate the old ins. Prior to calling the surgeon had attempted to remove and reinsert the 8-15 lead but that did not resolve the issue. During the call the surgeon switched the lead in the ins ports. When the impedance test was conducted again the indicators on the 0-7 lead were red. The issue was not resolved through troubleshooting. Tss reviewed information about impedances. Rep reported that the ins was being replaced due to normal end of service. All impedances on bad lead were red and 40,000. Cause un determined. No action currently being taken to resolve the issue. Per md, attempt to provide good coverage and pain relief using remaining good lead. Explanted device was discarded by customer.

Manufacturer narrative:
Concomitant medical products : product ID 977a260; serial# (B)(4); implanted: (B)(6) 2014; product type lead. Product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2014, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.